Manufacturer narrative:
Investigation summary: bd received 4 photos from the customer in support of this complaint. The photos were evaluated and do not show overfill. The blood meniscus is visible under the bottom edge of the closure. Additionally, 10 production lot in-house retention tubes from each lot were functionally tested as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photos, or the retention testing provided. The device history records from each lot were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2160736 medical device expiration date: (B)(6) 2023 device manufacture date: (B)(6) 2022 medical device lot #: 2228630 medical device expiration date: (B)(6) 2023 device manufacture date: (B)(6) 2022 medical device lot #: 2228632 medical device expiration date: (B)(6) 2023 device manufacture date: (B)(6) 2022 medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling."